Manufacturer narrative:
The reported complaint of the "autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message and the user was unable to clear the ua 45 error message because the driveshaft would not rotate" was confirmed during functional testing and archive review. The root cause for the (ua) 45 error was due to the driveshaft not being at the "home position". Usually, the (ua) 45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, noticed that the encoder driveshaft was stuck and cannot be rotated. The root cause of the issue was failed integrated encoder gearbox due to a defective component. During the visual inspection, it was confirmed that the customer's secondary complaint of the lcd backlight not functioning was due to an improperly secured connection between the lcd cable and the processor board. The issue was resolved by reattaching the lcd cable and ensuring that the connector was securely locked onto the processor board connector. During further visual inspection, unrelated to the reported complaint, the front enclosure was observed with cracks. This type of physical damage on the platform was likely attributed to mishandling such as a drop. The front enclosure needs to be replaced to remedy the physical damage. The archive data review showed (ua) 45 error messages around the reported event date. Thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to seized encoder driveshaft, thus confirming the reported complaint. The encoder gearbox needs to be replaced to remedy the (ua) 45 and stuck driveshaft. Waiting for the customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse platform with serial number (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The customer was unable to clear the (ua) 45 error message because the driveshaft would not rotate. In addition, the lcd backlight was not working. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.